Manufacturer narrative:
This report is submitted on october 18, 2021.

Event description:
Per the clinic, the patient experienced recurrent infections at baha implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2021. The patient was reimplanted with another device during the same surgery.